Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. In addition, the error log contained 31 instances or error code 223 and one instance of error code 226. The device was scrapped.